Event description:
A medtronic representative reported, the s7 went to black status after being on for about an hour and in the navigate task. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
Device manufacture date unknown. Per RMA's numerous parts were sent to site to resolve issue. Per findings on returned camera, both internal micro controllers (locations u7 and u38) have been inspected and all micro controllers with the 5rsf lot code have been replaced. The returned cable showed the pins inside the right angle lemo connector are bent. Not able to connect to the mating cable.